Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed an insufficient conductivity alarm, and no instrument connected (when connected to the cable), and spontaneous activation of cut output (resulting in inadvertent cutting of tissue); no activation of the footswitch. The alarms stopped when hf cable was reconnected to universal 1 socket, and the cut tissue was resolved by the surgeon removing/resecting it. The issue was observed during a therapeutic trans-urethral resection of bladder tumour procedure. The procedure was completed with the same device. There were no reports of patient injury/harm.